Event description:
The account stated that last month a (B) (4) result of 12.52 miu/ml was generated. This month, the patient was tested and a negative result of 4.78 miu/ml was generated. The account was questioning the reactive result. There was no report of impact to patient management.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.this report is being filed on an international product, (B) (4) that has a similar product distributed in the us, list number (B) (4).

Event description:
The pt had a lack of stimulation in the target areas, mainly for pain in the low back. The healthcare provider felt it may have been due to scar tissue or fluid. During revision, the lead was placed at t8-t10 and the desired stimulation was not recaptured; the pt felt belly stimulation at around 6v. The physician wanted to wait for the swelling to go down and see if there was a change in therapy. The pt was also being sent to another neurosurgeon for a second opinion.

Manufacturer narrative:
(B)(4). Additional information received indicated that the reactive result (12.52 iu/ml) was obtained with architect anti-hbs lot 78124lf00 and the non-reactive result (4.78 iu/ml) was obtained with lot 78166lf00. Sensitivity testing was performed to investigate the performance of architect anti-hbs reagent lots 78124lf00 and 78166lf00. Retained in house samples of architect anti-hbs reagent lots 78124lf00 and 78166lf00 were used for testing. No return sample was available for testing therefore 1 replicate of each of ten commercially available anti-hbs positive serum samples was used. All validity and acceptance criteria were met. All positive samples generated reactive results with both lots. A review of the manufacturing and testing records for both lots 78124lf00 and 78166lf00 was performed. This review did not identify any issues that may have impacted the performance of the above lot numbers in relation to the customer's observation. Complaint trending data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency. This is the final report.